Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6)2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that one of the leads was severed at the anchor site. The was no cause determined for the second lead. Both leads were replaced. This issue has been resolved. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that all 16 electrodes were outside of the normal range during an impedance check. It was noted that a possible fall and the patient¿s recent strenuous moving were factors that might have led or contributed to the impedance issue. There was no further action taken, the patient stated that he was till getting coverage, and the provider would order imaging to first evaluate the location and integrity of the leads. Surgical intervention was not planned and there were no further complications reported or anticipated.